Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging frequently during start up. Upon functional testing the fse found that the image processing pc (ippc) and hard disk were failing. Review of the system log file showed that the malfunction in the frontal ip-pc. The fse replaced the ippc and hard disk, downloaded the board software for operating and application and recreated the image store. After the replacement of the ippc and hard disk, downloading of the board software and recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was hanging frequently during start up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that image processing pc(ippc) and hard disk were failing. The image processing pc(ippc) and hard disk have been replaced that the system was returned to use in good working order.